Event description:
Procedure being done to remove a stone from patient's bile duct. Medium trapezoid rx basket used. While attempting to open the basket, the end popped off into the patient's bile duct. There was an attempt to remove it with another balloon, basket and brush without success. The top was left in the patient's bile duct. An intra-procedure consult was done with surgery and interventional radiology. Determination was made to leave object in place. It was felt that the end came off with a minimal amount of manual pressure. It should have taken much more pressure before it broke. The stone was removed from the common duct as intended during the procedure.